Event description:
It was reported that the right ventricular lead had no capture, decreased impedance and the r-wave decreased from 10mv to 2mv. It was also reported that the x-ray result indicated that there was a micro-perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.